Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 298 mg/dl, 384 mg/dl and 188 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated that she took her morning medications as normal about 1.5 hours prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter is out of the strips and so, no product will be returned for evaluation.

Manufacturer narrative:
The strips will not be returned to the manufacturer as the customer was out of strips. Will not be returned to manufacturer.